Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted the pin on the right atrial (ra) lead was bent. The physician attempted to straighten the pin however this caused an issue with the atrial set screw on the implantable pulse generator (ipg) which then couldn't be secured. The implantable pulse generator (ipg) was attempted / not used and replaced and the right atrial (ra) lead was successfully placed. No patient complications have been reported as a result of this event.